Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No blank display noted. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is 1/4 inch crack, 1 inch on display screen and button right corners of casing surrounding the screen. The customer doesn't know the damage occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.